Event description:
Patient stated the display is has pixels missing on the top mid/right side of the screen. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).